Event description:
Six weeks into the treatment it was noticed that the two xcaliber screws, inserted in the anterior tibial cortex, had snapped in half. The dr removed the sheffield frame fixation (applied for charcot foot reconstruction) and made sure that the surface of the tibial cortex is smooth but left the two broken pieces in the pt's bone. No further details given.